Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a medical event beginning on (B)(6) 2026, after wearing the pod on the arm for approximately 36-48 hours. The patient stated that her dexcom continuous glucose monitor readings were displaying blood glucose (bg) values between approximately 80-83 mg/dl for an extended period despite eating. The patient thought these readings could be due to a suspected controller malfunction but did not provide further details on what they suspected that malfunction to be. During this time, the patient reported experiencing vomiting, dehydration, and pain in the stomach and chest. The patient's mother contacted emergency medical services, and upon evaluation by ambulance personnel, the patient¿s bg was measured at approximately 399 mg/dl. The patient was transported to the hospital, where she reported that her bg levels increased to 500 mg/dl, and she was diagnosed with diabetic ketoacidosis. Treatment at the hospital consisted of intravenous fluids, and the patient remained hospitalized for approximately two and a half days before being discharged on (B)(6) 2026.